Manufacturer narrative:
The device has not been returned to the manufacturer for evaluation. A lot history review (lhr) of aserf010 showed two other similar product complaint(s) from this lot number. The complaints for this lot number have been reported from the same facility.

Event description:
It was reported that there have been 3 patients with a baxter infusor (¿baby bottle¿) where the drug was not completely infused within the 46 hours administration time. They are worried that the port needles are becoming slightly dislodged and affecting the infusion rate. This report addresses the third device.